Event description:
It was reported that one day post-op, stored egms revealed noise and oversensing on the ventricular channel. Review of episode revealed that the oversensed events led to inhibition of pacing that led to a vt arrhythmia onset which the device successfully terminated. The physician elected not to make any programming changes and there were no adverse patient consequences. No further actions were taken.

Manufacturer narrative:
(B)(4).